Event description:
On (B)(6) 2009, the pt was implanted with an scs system. It was reported that the pt has not recharged the device for six months and is without stimulation. The programmer and charger no longer communicate with the ipg. The pt was sent a replacement charger. On (B)(6) 2010, it was reported that the replacement charger did not resolve the issue. The doctor believes that the ipg battery is depleted and plans to replace the device with a non rechargeable ipg.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.